Event description:
It was reported by dealer that the switch is not working on the irc5po2v concentrator. No injury or property damage was reported. No additional patient information was provided, no additional product usage detail was provided.